Event description:
Applied medical resources sales rep, reported that during the procedure performed by surgeon, the clamp inserts slipped several times off the vessel which caused the clamp to puncture the pt's aorta. Model no. A0c06, stealth surgical clamp inserts-latis, med. (Sidebite) are the inserts used in conjunction with the model no. A3216, stealth femoral clamp (sidebite), 75mm. No additional details or info regarding this incident have been made available to amr.